Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was checked post a surgical procedure. It was noted tachy therapy was programmed to off and the reason for this programming was unknown. It was also noted that atrial undersensing was present in stored episodes. The undersensing during atrial fibrillation (af) resulted in inappropriate atrial pacing and also inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported.